Event description:
It was reported that during a stenting treatment procedure, removal difficulties, shaft fracture, and stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.5 x 12 mm, de novo, concentric lesion being treated was located highly calcified, mildly tortuous, ostial left circumflex. The lesion was predilated with a 3.0 x 10 mm non-bsc balloon. The physician advanced a 3.5 x 16 mm promus element stent delivery system (sds) to the target lesion however the stent became stuck in the lesion. Upon removal the proximal end of the shaft fractured at the distal end and the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure removal difficulties, shaft fracture, and stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.5x12mm, de novo, concentric lesion being treated was located highly calcified, mildly tortuous, ostial left circumflex. The lesion was predilated with a 3.0x10mm non-bsc balloon. The physician advanced a 3.5x16mm promus element stent delivery system (sds) to the target lesion however the stent became stuck in the lesion. Upon removal the proximal end of the shaft fractured at the distal end and the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified a midshaft break located 29cm from the tip. The device was returned in two pieces. A visual and microscopic examination also identified severe kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).